Manufacturer narrative:
(B)(4). Date of initial report: 12/19/2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a lap mammectomy procedure, fire occurred at the pencil tip. Carbonized tissue was found on the tip. A new electrode was used to continue the procedure without any harm to the patient.